Manufacturer narrative:
Received one 139102 unopened in original packaging. Lot number verified. Performed a visual inspection of the device, there were no obvious signs of a breach in the seal however, seal was not properly secured and had an irregular appearance. Performed a functional inspection, the device was dye leak tested per tm-10-217 rev. F which indicated that the packaging had an insufficient heat seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment.this is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use the user is advised that these devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic; these devices fail the inspection described herein.inspect and test each device before each use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Manufacturer narrative: the reported device is expected to be returned for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 139102, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This will be reported as a malfunction with potential for injury upon reoccurrence